Manufacturer narrative:
Siemens filed initial MDR 2432235-2026-00048 on 13-feb-2026. Additional information (12-mar-2026): siemens evaluated the event and determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely elevated calcium_2 (ca_2) results. The instrument is performing according to specifications. No further evaluation is required. The investigation findings and investigation conclusion codes in the h6 sections were updated to the reflect the additional information.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated calcium_2 (ca_2) results obtained on three patient samples on an atellica ch 930 analyzer. Calibration was acceptable. Quality control (qc) recovered acceptably before the event and recovered outside the customers¿ range after the event. A siemens¿s customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse had the operator run the precision study, which was acceptable. Then, the cse, inspected the analyzer, checked health report and found clog detects, ran auto-check, which passed, found a small amount of buildup on the tip of the dilution probe, and buildup on reagent probe 1, replaced the probes, found that the cuvettes for the reaction ring were loose, tightened all cuvette segments. Ran level sense reliability on dilution probe with rinse, ran auto-check, which passed. The customer is operational. The instrument is working as per the specifications.

Event description:
The customer reported that they obtained erroneously elevated calcium_2 (ca_2) results on three patient samples on an atellica ch 930 analyzer. The customer stated that some of the initial results were auto released but it is unknown which results. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the initial results, consistent with the patient¿s clinical history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated ca_2 results.